Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of three devices found excessive wear due to a lack of proper maintenance. The three devices were getting warmer than expected. Over lubrication was found and this can lead to an increase in temperature. The devices did heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 3 malfunction events where a midwest energo 1:5 handpiece overheated. 3 events resulted in no injury.